Manufacturer narrative:
Final analysis found that the pulse generator exhibited premature battery depletion due to a high current drain. This was due to a discrepant integrated circuit, after replacing the integrated circuit, normal function ensued.

Event description:
It was reported that the pulse generator exhibited premature battery depletion. The device was explanted on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.